Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge went from 45% battery life to 70% without charging the pump. Then the pump shut off unexpectedly at 70% battery life. There was no impact to the customer's blood glucose level. It was indicated that the customer would revert to manual injections if needed.